Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated while at the hospital for a procedure on an unknown date/time she allegedly compared her meter to the hospital meter and reported that the subject meter was reading higher than the hospital meter (brand unknown). The patient reported obtaining a result "over 200 mg/dl" on the subject meter but did not report the result obtained on the hospital device and claimed the tests were performed within 30 minutes of each other. It is known if she developed any symptoms as a result of the alleged issue. It is not known what type of procedure the patient was having but she claimed she was given IV fluids while at the hospital. The patient did not specify the length of time she was in the hospital or if the treatment was associated with the procedure or her diabetes. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have any of her supplies available. No replacements were sent to the patient since she was in a hurry and could not continue with call. There is no indication that the product caused or contributed to a serious injury. The patient was already in the hospital for an unknown procedure and the treatment of IV fluids, correlated with the blood glucose reading obtained on the subject meter. However, this complaint is being reported because the alleged product issue remained unresolved due to the patient not having any supplies with her for troubleshooting.